Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead later on the day of implant. Reprogramming to higher outputs was completed. Approximately three weeks later, the patient presented to the emergency department with syncope. Loss of capture on the rv lead was observed again. The rv lead was explanted and replaced. During the lead revision procedure, the atrial lead was found to be dislodged. The atrial lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage noted. (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner insulation and inner tubing were kinked/buckled. Blood was noted in/on the helix/lobe mechanism and sleeve head, the lead was stretched and apparent explant damage was noted.